Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right atrial lead exhibited noise over-sensing which resulted in inappropriate mode switch. Programming changes were made. The patient was in stable condition.

Manufacturer narrative:
Jan 1, 2017 is an estimated event date.